Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. No additional information is available at this time. Additional information was received stating that the patient underwent an implantable pulse generator (ipg) revision procedure due to physician preference as the physician thought it may be nearing end of life. The physician did not suspect device malfunction and there were no device issues whatsoever. Postoperatively, the patient is doing very well. The explanted devices will not be returned for analysis, as it was disposed by the medical facility.